Event description:
It was reported that the 9600 system shut down during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the svc call. The system was tested and found to be working as intended and placed back into service.